Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, there were malformed clips. A third device was used to complete the case. There was no pt consequence reported.